Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer did not provide how bg was addressed. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.